Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that a cartridge alarm 19 occurred during basal delivery. Customer's blood glucose (bg) level ranged between 129 mg/dl and high. Customer declined to provide additional information and further troubleshooting regarding bg level. Reportedly, the customer had manual injections as alternate insulin therapy.